Manufacturer narrative:
This report is submitted on (B)(6) 2017.(B)(4).

Event description:
Per the clinic, the patient experienced an infection surrounding the implant site and subsequently the device was explanted on (B)(6) 2017.